Event description:
This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that two of the four cruciform blades are broken off near the base of the blade where it starts to transition to the shaft. The remaining two blades are bent at the tip in the direction of tightening a screw. The bending starts approximately half way up the blade. There are some surface scratches at the coupling end that appear to be from mating with a handle. Evaluation of parts on previous complaints has found that the hardness has exceeded the upper limit (spec 50 - 55) and had been deemed valid. The part evaluated on complaint (B)(4) was from lot 5410024, which was the lot produced immediately after the one noted on this complaint, and was found to have a hardness of 55.7 and was therefore deemed valid. Based on these results and other previous complaints it is concluded that this complaint is valid for the same condition, this complaint is valid. A material change was implemented to improve the durability of this device. This part was produced in april 2007 prior to that change. An internal corrective action has been opened to address this issue. Placeholder.

Event description:
It was reported that two instruments broke during a sternal closure case: 311.023 ratcheting screwdriver handle does not ratchet properly; and 313.939 the blade of the screwdriver was broken. No fragments fell into the patient, nothing to retrieve. The surgeon used back-up instruments to complete the procedure. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: the product development event evaluation showed as noted in the manufacturing evaluation, the durability of this device was previously observed. The reported issued has been previously addressed in (B)(4) 2011, with a material change. The returned device was produced before this changed was implemented. Based on the condition of screwdriver blade and material change since the returned device was produced, the overall complaint is valid from a product development perspective.